Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier ous, mr, 3.0x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter (od) was measured which was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft break at the hypotube/midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2017. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the right radial artery. The de novo target lesion with a bend of >95 degrees was located in the severely tortuous and mildly calcified right coronary artery (rca). After a non-bsc guide wire and 6fr guide catheter were advanced, pre-dilatation were performed with a 2x9mm,2.5x12mm and 3x12mm non-bsc balloon catheter. A 24 x 3.00 promus premier¿ drug eluting stent was then advanced but failed to cross the lesion. The device was withdrawn and with the same 24 x 3.00 promus premier¿ drug-eluting stent was re-advanced with buddy wire support but still failed to cross the lesion. Subsequently, a 3.5x28mm promus premier¿ drug-eluting stent was advanced with buddy wire support but still failed to cross the lesion. A non-bsc stent was advanced, but still failed to cross the lesion and the procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion break.